Event description:
When the physician used the subject device during a laparoscopic colectomy, the probe damage error displayed for about 30 minutes. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe cracked at 13mm from the distal end and there was a contact mark of the probe and jaw at the cracked point. The ptfe pad partially separated at the cracked point. It did not fall off. The manufacturing history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by activating output with grasping and twisting tissue, the probe and grasping section became contacting each other. The ptfe pad deformed by the friction heat between the probe and grasping section. As a result of the deformation of the ptfe pad, the ptfe pad was partially detached from the metal part of the grasping section. The instructions manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.